Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00357.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00357. Follow up revealed that the patient's leads were replaced due to repeated lead migration. Therapy restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2 reference MFR. Report# 3006705815-2019-00357. It was reported that the patient's leads were explanted and replaced with a paddle lead. No additional information is available at this time.